Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to being pushed into a swimming pool. Customer reported that as a result, a button error alarm was received. Customer's blood glucose was 168 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no act and down button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads, scratched reservoir tube window, cracked belt clip slot, torn keypad overlay at act and down dome buttons. The insulin pump had moisture damage on electronic and motor assembly.